Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(6), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported the patient¿s pump was turning sideways and a surgery was being planned as an intervention. The manufacturing representative was helping the patient find a replacement doctor. The pump had been sideways for about 3 months prior to the report. Additional information received reported the patient needed to have the pump repositioned because it was lying sideways. The pump was infusing baclofen (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.